Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 19. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility and increased sensitivity. No further patient complications were reported.